Event description:
Patient reported the aligners have sharp edges and they do not fit well. They pinch in some areas and flare out in others and they cause irritation to their lips and inside of their cheeks. Requested additional information.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.